Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2019 that the patient was hospitalized for duodopa dosage adjustment. On (B)(6) 2019 it was reported that in (B)(6) 2019, the patient experienced increased leucocytes and increased c-reactive protein (crp). On (B)(6) 2019, the patient experienced abdominal pain. A CT was performed which revealed mild free air under the abdominal wall with no other pathological findings. On (B)(6) 2019, the free air under the abdominal wall was resolved. Due to unclear abdominal pain the hospitalization was prolonged.